Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the rotating adapter was unsealed and contrast leaked out during injection. The rotating adapter had been previously checked and determined tight. The patient required immediate replacement to be able to continue operations. There was patient involvement, and no adverse event reported.

Manufacturer narrative:
D9. Date returned to mfg: 01-oct-2024 investigation summary: received one (1) used sample for evaluation. As received the rotator was observed to be separated from the tubing. Inspection of the tubing and rotator bond pocket showed evidence of solvent application. The complaint for unsealed rotating adaptor and subsequent leakage can be confirmed due to the separation observed between the tube and the rotator. The probable cause is unknown. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.